Event description:
Reporting that on (B)(6) 2023, our pharmacy encountered several b. Braun elastomeric pump,s model: easypump ii st 250-1, 5-s-us, lot number 22b17ge72r, having a slow steady drip from the base of the elastomeric sphere (where there the tubing meets the bottom plastic part of the sphere) during the compounding process, upon being filed and after the line clamp is applied and the line is capped at the end. This lot number was removed from our inventory and an incident report was filed with b. Braun, case number (B)(4). For this incident, no pts were affected.